Event description:
Affiliate reported that two years ago, the device was implanted in the left side of the ventricles. Six months ago a device was implanted in the rides side of the ventricles. After implantation, the ventricles of the patients brain became too large. As a result the devices were revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.